Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The one-way valve and a non-maquet guidewire were also returned. The guidewire was inserted through the inner lumen and kinked at approximately 3.81cm from the rear of the y-fitting. No physical damage on the iab was noted. An attempt was made to remove the non-maquet guidewire from the inner lumen. Unable to remove guidewire. Additionally, the inner lumen was occluded with dry blood. Unable to clear occlusion. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. The one-way valve was vacuum tested and held vacuum. The iab was placed on a cs300 pump for two hours, which represents one complete autofill cycle. The iab pumped normally and no alarm sounded. The evaluation is unable to determine the malfunction as the iab performed as intended. The reported event cannot be confirmed by the evaluation. We were unable to duplicate the clinical settings. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period mar-19 through feb-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
It was reported that the customer had two intra-aortic balloons (iab) that had malfunctioned. There was no patient harm or adverse event reported.

Event description:
It was reported that the customer had two intra-aortic balloons (iab) that had malfunctioned. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint (B)(4).